Event description:
Facility reports that while lifting a pt with a masterlift overhead sys, that an incident occurred. The pt suffers from severe dementia, body stiffness (hunched forward) and also has certain "ticks". Before the lift, the pt somehow ended up forward in the sling and the hook of one of the loops of the lift penetrated the pt's jaw. This was not observed by the nurse who had started lifting (the penetration may have occurred during the lift). The lift was aborted, the pt was taken down and the loop was removed (after some difficulty). The pt was doing well afterwards and does not seem to have suffered any permanent injuries from the incident.

Manufacturer narrative:
Liko has performed a retrospective review on similar events to determine reportability. This event has been determined to be reportable.